Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: 1 coil in uterus"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("abnormal bleeding / blood clots") in an adult female patient who had essure (batch no. 834010-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, multigravida and parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("severe fatigue"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), dizziness ("dizziness"), tachycardia ("tachycardia"), nausea ("nausea"), pelvic pain ("lower pelvic pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery surgery ( laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, dysfunctional uterine bleeding, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, dizziness, tachycardia, nausea, pelvic pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tachycardia, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). The essure was deployed until 2 coils were visualized coming from the tubal ostia and a picture was obtained. The essure device was placed into the tubal ostia and deployed until 1 coil was visualized in the tubal ostia. A picture was obtained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysfunctional uterine bleeding and pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: 1 coil in uterus'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), genital haemorrhage ('abnormal bleeding / blood clots') and thrombosis ('blood or heart disorder/condition- type ; blood clot') in a 35-year-old female patient who had essure (batch no. 834010-invalid,809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included overweight, multigravida and parity 2. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced nausea ("nausea"), 1 month 23 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced fatigue ("severe fatigue"), experienced urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), tachycardia ("tachycardia"), pelvic pain ("lower pelvic pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysfunctional uterine bleeding, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, dizziness, tachycardia, nausea, pelvic pain, back pain, abdominal pain lower and thrombosis outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tachycardia, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(6). The essure was deployed until 2 coils were visualized. Coming from the tubal ostia and a picture was obtained. The essure device was placed into the tubal ostia and deployed until 1 coil was visualized in the tubal ostia. A picture was obtained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysfunctional uterine bleeding and pelvic pain. Lot number: 809010 man date: 2010-12 exp date:2013-12. Lot number: 834010 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received : new event, "blood or heart disorder/condition- type ; blood clot" was added. Onset dates of events were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: 1 coil in uterus"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("abnormal bleeding / blood clots") in a 35-year-old female patient who had essure (batch no. 834010-invalid,809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included overweight, multigravida and parity 2. On 202011, the patient had essure inserted. On 202011, 1 month 23 days after insertion of essure, the patient experienced nausea ("nausea"). On 20, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 202011, the patient experienced fatigue ("severe fatigue") and weight increased ("weight gain"). On 202015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), tachycardia ("tachycardia"), pelvic pain ("lower pelvic pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on 202015. At the time of the report, the device expulsion, dysfunctional uterine bleeding, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, dizziness, tachycardia, nausea, pelvic pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tachycardia, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). The essure was deployed until 2 coils were visualized coming from the tubal ostia and a picture was obtained. The essure device was placed into the tubal ostia and deployed until 1 coil was visualized in the tubal ostia. A picture was obtained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysfunctional uterine bleeding and pelvic pain. Lot number: 809010, man date: 2010-12, exp date:2013-12. Lot number: 834010, is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: 1 coil in uterus"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("abnormal bleeding / blood clots") in a 35-year-old female patient who had essure (batch no. 834010-invalid,809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included overweight, multigravida and parity 2. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 23 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced fatigue ("severe fatigue") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness"), tachycardia ("tachycardia"), pelvic pain ("lower pelvic pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysfunctional uterine bleeding, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, dizziness, tachycardia, nausea, pelvic pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tachycardia, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). The essure was deployed until 2 coils were visualized coming from the tubal ostia and a picture was obtained. The essure device was placed into the tubal ostia and deployed until 1 coil was visualized in the tubal ostia. A picture was obtained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysfunctional uterine bleeding and pelvic pain most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received - new event 'plaintiff did not undergo essure confirmation test' was added. Lot number was added. On 20-sep-2018: upon routine quality monitoring activity, event dysfunctional bleeding was amended from anticipated to unanticipated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: 1 coil in uterus"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("abnormal bleeding / blood clots") in an adult female patient who had essure (batch no. 834010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, multigravida and parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("severe fatigue"), menorrhagia ("abnormally heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), dizziness ("dizziness"), tachycardia ("tachycardia"), nausea ("nausea"), pelvic pain ("lower pelvic pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysfunctional uterine bleeding, fatigue, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, dizziness, tachycardia, nausea, pelvic pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tachycardia, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). The essure was deployed until 2 coils were visualized coming from the tubal ostia and a picture was obtained. The essure device was placed into the tubal ostia and deployed until 1 coil was visualized in the tubal ostia. A picture was obtained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events dysfunctional uterine bleeding and pelvic pain most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), infection urinary, migraines / headaches, migration of essure device location of device: 1 coil in uterus, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, : dizziness; blood clots were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue") and menorrhagia ("abnormally heavy menstrual bleeding"). The patient was treated with surgery (underwent laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy ). Essure was removed on (B)(6) 2015. At the time of the report, the dysfunctional uterine bleeding, fatigue and menorrhagia outcome was unknown. The reporter considered dysfunctional uterine bleeding, fatigue and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.